Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. A conclusive cause for the reported ischemia, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. The reported patient effect(s) of ischemia is listed in the absolute pro ll peripheral self-expanding stent system instructions for use as a possible complication. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the right superficial femoral artery (sfa) with heavy calcification and moderate tortuosity. After pre-dilatation, the 6x150mm absolute pro ll self expanding stent system (sess) was advanced to the target lesion on a 0.035 non-abbott guide wire (gw) and the thumbwheel was unlocked, when 2 mm of the stent was noted to have been released from the delivery sheath and adhered to the vessel wall. An attempt was made to release the stent further; however, the thumbwheel met with resistance. The stent was pulled back into the delivery sheath and was removed with force. However, 2 mm of the stent had separated and remained inside the patient. A 6x150 mm supera stent was implanted without issue. Then, after a 7x120mm absolute pro ll stent was implanted to treat the target lesion, the blood flow in both the femoral arteries and the popliteal artery were noted to be slow; therefore, additional dilatation was performed. No additional information was provided.

Event description:
Subsequent to the initial report being filed, it was reported that the left lower extremity artery was punctured to assist in the removal of the 6x150mm absolute pro ll stent. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated.